Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a stone extraction procedure on a (B)(6) old, male patient. According to the complainant, during the procedure, approximately 1/2-inch of the distal tip detached in the patient's ureter. The fragment was retrieved using tricep forceps. The procedure was successfully completed using an unknown basket. The procedure was completed without complications.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation, it has been determined that the outer sheath was torn on the distal end and a fragment of the distal end was detached, which prevented the basket from closing. The outer sheath and drive wire were kinked, and the basket was bent. The outer sheath was most likely torn off by interaction with a sharper object during the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a stone extraction procedure on a (B)(6), male patient.according to the complainant, during the procedure, approximately 1/2-inch of the distal tip detached in the patient's ureter. The fragment was retrieved using tricep forceps. The procedure was successfully completed using an unknown basket. The procedure was completed without complications.